Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown as the rupture was detected during explant surgery.

Event description:
Healthcare professional reported a rupture during implant surgery on right side. Device has been explanted. It is unknown if surgery was completed with a back up device.